Manufacturer narrative:
Date of event was reported as "4 weeks after implant" (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) device quit working within 4 weeks of its implant. They also mentioned that if felt like the device ¿had fallen¿ inside them. As an action take prior to report, the patient had been back to ¿the office¿. During the report, the patient was able to increase the stimulation to the point where they felt it. The patient had 2 programmers and did not know which one was the new one. The patient was able to communicate with one of the programmers but the program did not show. It was reviewed that this was the old programmer as it did not show the program. The patient then put the same batteries in the other (new) programmer but saw a warning message to change the batteries in the patient programmer. The patient was going to take both programmers to their healthcare professional (hcp) and have them add the programs from the old programmer to the new one if the issue new programmer issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.